Event description:
It was reported that a pump did not pass a flow rate accuracy test. The device was programmed to deliver 40ml at a rate of 200ml/hr. The customer stated that when the test was complete, only 35ml of fluid had been delivered. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. The device also passed additional flow rate tests. At this time, the date of event in unknown.